Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that during a normal battery depletion replacement the physician was unable to remove the extensions from the ipg header. As such, the physician had to cut the extensions. There for the extensions were explant and replaced to address the issue.